Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon review, the programmer exhibited diagnostic data anomaly when calculating the expected longevity. No intervention was performed.